Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cut was noticed in the optical section of model pcb00v tecnis monofocal iol (intraocular lens) immediately after it was implanted into patient's eye. The iol was removed and another iol was implanted. The surgery was completed and there was no patient injury reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 11/26/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was received. A visual inspection and evaluation using magnification was performed. After the inspection, the lens was received outside the delivery device. The plunger and pushrod of the delivery system were observed in the advanced position. Residue of viscoelastic material were observed in the lens. A small cut was also observed in the lens. No assembly error and no defect were observed in the preloaded device related to manufacturing process. The complaint issue was verified. However, the condition in which the lens returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.